Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was not reported. The customer was unable to clear the alarm by pressing the esc and act button. The customer discontinued the use of the insulin pump and followed their medical prescription for insulin shots until the replacement arrived. The customer was advised that the device would be replaced and agreed to return the product for analysis.